Event description:
Reported due to retroperiotneal bleed. Physician attempted arteriotomy closure of the right groin with a perclose a-t (closer ak) following an interventional procedure. An unk stent was placed in the left anterior diagonal artery. The perclose a-t had an unk failure and a femstop was applied to attempt to achieve hemostasis. The pt's blood pressure started to drop and the femstop was released. The pt's hemoglobin dropped from 12.0 g/dl to 8.8 g/dl and a CT scan showed a retroperitoneal bleed. The pt was treated medically with low dose dopamine and surgical repair. Reportedly the pt had an acute myocardial infarction following the interventional procedure. Although requested, no additional info was provided.